Event description:
Sterile processing ortho specialist reported the depth gauge was found broken. It appears that the ball bearing came out of the (dipstick). It is unknown if the malfunction was part of a particular procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.